Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, the customer reported that a cartridge change error and cartridge alarm occurred during the load sequence. Customer¿s blood glucose level was 155 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.